Event description:
It is reported that the patient's sensor insulin pump displayed excessive no delivery alarms. The patient's blood glucose level was 435mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarms. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.